Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. The reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: instrumental channel leak. Based on the results of the investigation, the probable cause of the black liquid leakage was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, when the subject device was being cleaned after hanging, the unit was leaking black liquid. The issue was found during reprocessing. There were no reports of patient involvement.